Event description:
A report was received that the patient's precision system was explanted due to infection. The location and type of infection, as well as whether or not a culture was taken, are unknown. The patient was treated with antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation, as they were discarded by the medical facility.